Event description:
It was reported that a user experienced pairing failure of a dexcom g7 sensor with the ilet, characterized by persistent spinning on the ilet display despite the sensor being paired to the phone; troubleshooting included re-entering the g7 sensor code, switching from g6 to g7 in the app, cycling bluetooth on the phone, and restarting the pump, with the event consistent with an intermittent communication issue associated with the antenna/electrical component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7, consistent with intermittent communication failure related to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.